Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change prior to damage) issue. It was reported that the audio bolus button was under responsive. There was reportedly damage to the audio bolus button cover; the cover was missing/peeling and torn/punctured. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: during investigation, the audio bolus button cover was found to be detached/missing. Unrelated to the original complaint, the battery compartment was observed to be cracked. The pump case was also found to be cracked. Lastly, when the pump powered on, the display was dim and discolored.